Manufacturer narrative:
Unable to fully confirm the surgical technique used during the initial implant procedure due to no nalu representative being present. No components were removed or replaced during the revision procedure. Connection between existing components was able to be corrected and provide the patient with pain therapy.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. Nalu was not informed of the planned implant procedure and thus no representatives were available during the procedure to witness the implant and perform intra-op testing. When the implanted system was activated, testing returned reports of impedance issues. Surgical revision was performed on (B)(6) 2022 to better seat the lead within the implantable pulse generator connector. After the procedure the patient was able to be successfully programmed and is receiving therapy.